Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Safe-t-pro user facility reported an employee stuck herself accidently after the lancet did not retract. No adverse event reported. A request was made for the return of the box of safe-t-pros from which the device came.